Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. A manufacturer representative confirmed the issue by troubleshooting the ipg using a second charger, and issue persisted. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy resumed post-op.